Event description:
Additional information was received stating that the vns patient and his device were fine. The patient¿s seizures are not believed to be due to vns and were not worse than pre-vns baseline levels. It was noted that there was no issue with the battery status of the patient¿s device. No surgical interventions were being pursued.

Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The notes indicate that the patient was experiencing breakthrough seizures with the most recent occurring the day before the visit and lasting approximately two minutes. The patient had a seizure that lasted approximately six minutes the week prior. For the majority of his seizures, the patient was curling his body and holding his breath. The magnet was used every time the patient had a seizure. The patient¿s medications were increased and changes were made to the patient¿s device off-time. Attempts for additional relevant information have been unsuccessful to date.